Event description:
Back to back blood glucose readings off 43 mg/dl and 260 mg/dl. The customer did not allege any adverse events due to the readings. The customer was able to troubleshooting the meter with assistance. The meter and strips founctioned as designed. The customer was satisfied, and no product will be returned for evaluation.